Event description:
It was reported that during the lead replacement procedure (MFR number 3006630150-2024-03245), the ipg was damaged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.